Manufacturer narrative:
This is one of two reports submitted for the same event. Please reference MFR report #: 9616099-2021-04918. Complaint conclusion: after the limb of an aaa incraft device was installed, the device was removed; however, the ¿white olive tip¿ remained in the patient¿s body and the rest of the device was removed. The blood vessel had a lot of calcium and the angle was very severe, so it did not go up well even when the device was first raised using an unknown stiff wire. There was resistance/friction noted during pullback and during delivery system withdrawal. Before using the incraft device, an unknown cordis pigtail catheter was also cut/separated on the body/shaft. Resistance was met while advancing the pigtail catheter. Resistance met while advancing the pigtail catheter over the guidewire. Resistance was met while withdrawing the pigtail catheter. Images provided show the marker bands on the pigtail catheter offset/out of position. The separated segments were removed with a snare. This was a aaa endoleak repair procedure. The user was trained with the device. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The device was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. This vessel was very calcified and tortuous. There were no damages to the devices noticed after opening the package. The sheath hemostasis valve screw cap was verified tight prior to use. There was no difficulty encountered flushing the guidewire lumen or the prosthesis lumen. Two non-cordis guidewires were used for ipsilateral access. The diagnostic catheter was withdrawn to a position just above the aortic bifurcation before the insertion of the incraft device. The diagnostic catheter was withdrawn over a guidewire. The delivery handle and delivery system shaft were parallel with the patient¿s leg during deployment. The bifurcate contralateral side marker was aligned with the contralateral iliac artery. The bifurcate expanded fully with good wall apposition. The outer sheath maintained a fixed position when removing the bifurcate delivery system. The position of the graft edge markers remained fixed while retracting the sheath. The limb prosthesis expanded fully with good apposition to the bifurcate legs. For the pigtail catheter, there were no anomalies noted during prep. Excessive torqueing was not required. The pigtail catheter did not kink in the area of separation. The products were not returned for analysis. A product history record (phr) review of lot 17914914 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inner member-distal tip separated - in patient¿, ¿leg prosthesis delivery system tracking difficulty¿ and ¿bifurcate delivery system withdrawal difficulty¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics of ¿a lot of calcium¿ and severe angulation may have contributed to the reported event. According to the safety information in the IFU ¿irregular calcification and/or plaque may compromise the fixation and sealing of the implant, especially at the cranial and caudal sealing zones. The incraft stent-graft system is intended for the endovascular treatment of patients with infrarenal abdominal aortic aneurysms with the following characteristics: proximal neck length = 10mm; aortic neck diameters = 17mm and = 31mm; aortic neck suitable for suprarenal fixation; infrarenal and suprarenal neck angulation = 60°.¿although not intended as a mitigation of risk, information for safety is provided in the products labeling with the intent to make the user aware of the risks. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the limb of an aaa incraft device was installed, the device was removed, however, the ¿white olive tip¿ remained in the patient¿s body and the rest of the device was removed. The separated segment was removed with a snare. The blood vessel had a lot of calcium and the angle was very severe, so it did not go up well even when the device was first raised using an unknown stiff wire. There was resistance/friction noted during pullback and during delivery system withdrawal. This was a aaa endoleak repair procedure. The user was trained with the device. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The device was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. This vessel was very calcified and tortuous. Before using the incraft device, a pigtail was also cut on same part. There was no damage to the device noticed after opening the package. The sheath hemostasis valve screw cap was verified tight prior to use. There was no difficulty encountered flushing the guidewire lumen or the prosthesis lumen. Two non-cordis guidewires were used for ipsilateral access. The diagnostic catheter was withdrawn to a position just above the aortic bifurcation before the insertion of the incraft device. The diagnostic catheter was withdrawn over a guidewire. The delivery handle and delivery system shaft were parallel with the patient¿s leg during deployment. The bifurcate contralateral side marker was aligned with the contralateral iliac artery. The bifurcate expanded fully with good wall apposition. The outer sheath maintained a fixed position when removing the bifurcate delivery system. The position of the graft edge markers remained fixed while retracting the sheath. The limb prosthesis expanded fully with good apposition to the bifurcate legs. The device will not be returned for evaluation as it was discarded in the hospital and no films/images are available.